Event description:
A ventilator was returned to the manufacturer for evaluation. There was no harm or injury reported. During the initial inspection of the device, a ventilator inoperative alarm condition was observed in the device's downloaded event log. The device evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that during the initial inspection of the device, a ventilator inoperative alarm condition was observed in the device's downloaded event log. There was no harm or injury reported. The device was evaluated by the manufacturer's field service engineer, and a machine flow drift ventilator inoperative alarm condition was observed. The system board and oxygen blending module were replaced to address the issue. The components were returned to the manufacturer's product investigation laboratory (pil) for additional evaluation. The system board was tested and confirmed the component failed causing to the machine flow drift. The oxygen blending module was inspected and tested and passed all testing. The pil technician concludes the component operates as designed.